Event description:
The customer reported to olympus, the high-definition lcd (liquid crystal display) monitor did not power up. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned. The investigation is on-going, and follow-up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. The device was returned to olympus for inspection. And the monitor powering up issue was confirmed, due to a faulty circuit board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty circuit board could not be determined. In addition, a non-reportable malfunction of physical damage was found on the lcd screen. Though, the image was still functional. Olympus will continue to monitor field performance for this device.